Manufacturer narrative:
Two samples and photos received for investigation. Through visual inspection of images, it can be observed two syringes with liquid around the tip suggesting leakage took place. In the pictures, no defect can be observed in the thread of the syringe. Upon visual inspection of the samples received it can be observed leakage past the stopper. No defects or issues on the tip or luer of syringe observed. Further testing was conducted, no sign of leakage occurred. A device history review was performed for lot 2205028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
No additional information.

Manufacturer narrative:
Pr 9245681 - follow up MDR for additional information. Following the submission of the initial MDR, the customer provided the batch number of the defective device. Section d updated.

Event description:
Batch number (2205028) provided following initial submission.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0504 - leak / splash.

Event description:
This is a complaint about leakage. Customer reported that leakage of fresh food from syringe.